Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the infusion set tubing line would not prime during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Cartridge changes were performed to address the issue.